Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. However, the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a prophylactic extraction, the physician noted that the insulation felt very brittle on the lead body and it felt like it was separating from the lead internals. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.